Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The tenaculum forceps instrument was analyzed and found to have a broken distal pitch cable at the clevis hub. The broken cable segment that contains the crimp was still installed within the clevis. The cable was fully broken. There was no discoloration, corrosion, or contamination on the cable to suggest improper reprocessing as a contributing factor. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. The complaint regarding a broken cable found during procedure was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted gynecology myomectomy surgical procedure, there were no issue during inspection. The cable was broken while grasping. No instrument conflict. The customer discovered derailed cable with naked eye. One cable was derailed. No fragments fell. The customer used this instrument for 10 min. The customer believed that the tip broke due to excessive grasp pressure. The instrument was removed after the tip broken/ with straighten status/ could not felt resistance from the cannula/ could not find other defect no fragments fell no patients injury. The procedure was completed with no reported injury.